Event description:
While wearing the external equipment, the family member reportedly observed a loss of lock between the equipment and the cochlear implant. External equipment was exchanged. However, the problem was not resolved. In 6/05 the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.